Event description:
The customer reported the ventilator had an electrical smell and shut down while in use on a patient. Upon service evaluation, the respironics service technician noted a discolored component on the cpu board. Te service technician replaced the cpu board to correct the reported problem. Extended self testing (est) and performance verification were performed and all tests passed to operating specifications. The cpu board was returned to the factory for failure analysis. Failure analysis reported a shorted capacitor on the board.